Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The left side seam on the seat cracked and one of the clips that holds the lid on snapped.